Event description:
A customer contacted beckman coulter (bec) stating that the olympus (B)(4) clinical chemistry analyzer generated erroneously erratic patient electrolyte results on cell #2 of the analyzer. The customer discovered this issue during quality control (qc) analysis runs and discontinued running patient samples until issue was resolved. The samples were repeated and resulted in discrepant results. The magnitude of the erroneous ion selective electrodes (sodium, potassium, chloride) results is unknown. The customer was unable to provide any supporting patient data. The erroneous results were not reported out of the laboratory. There was no change to patient treatment reported for this event.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event and yielded erratic results. A bec field service engineer (fse) has been dispatched on (B)(6) 2013 to evaluate the instrument. The fse replaced the ise tube set, mix motor, sample solenoid valve, coolant, and polytetrafluoroethylene (ptfe, teflon) tube. The fse also performed alignments for sample dispense positions into both ion selective electrodes (ise) d-pots and verified probe height alignment. To verify the ise cell operation performance, the fse primed the ise, ran passing calibration, and ran qc multiple times which all were within the laboratory's established ranges. A definitive failure mode could not be identified which caused this event. The erroneous/erratic ise results were most likely caused by an equipment malfunction.